Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a 1.5 cm malignant stricture in the right lower lobe during an endobronchial ultrasound (ebus) with flexible bronchoscopy procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, the physician began deploying the ultraflex tracheobronchial stent but the catheter bowed and the stent would not deploy any further. The stent was removed from the patient partially deployed on the delivery system. Additionally, it was noted that the device shaft was kinked. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.